Event description:
Oil leaked into sterile field and pt, at beginning of surgery. The surgeon stepped on foot pedal and oil sprayed from motor. Back up unit was used to complete the procedure, no additional info available at this time.